Manufacturer narrative:
This report was initially submitted on 03/21/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Mmr -var vaccine prepared for patient using the new 25gx5/8"" sol-care (B)(6) safety needle. Needle tightened with a twisting and pushing motion when securing the needle to the syringe. Clicking sound heard when securing the two together. Upon quick visual inspection the products still appeared to be intact. When attempting to deliver the vaccine to the patient's right arm, the vaccine sprayed out of the sides of the syringe, back at the provider and out of the syringe / needle attachment area.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct all manufacturer contact office information provided in the initial MDR [3014312726-2025-00066]. The previously reported was incorrect. The correct manufacture contact information is below. (B)(6). Qa engineer, (B)(6) medical inc. (B)(6). United states (B)(6).

Manufacturer narrative:
No samples or lot numbers were received for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.